Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110, serial #: (B)(4), description:precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as these were discarded by the medical facility.

Event description:
A report was received that the patient had an inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient had an inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively.